Event description:
The customer reported that the sys intermittently would not display a live fluoroscopy image, thus making the sys unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.